Event description:
It was reported that the caller is concerned the device would suddenly go to elective replacement indicator (eri) and not last for another five years. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient was seen in clinic and was not feeling well. There was no telemetry from the device. The device had reached elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. High battery impedance occurred, leading to eri. Eri due to high battery impedance was logged on (B)(6) 2011 prior to explant. Ramware version 8 installed (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the caller is concerned the device would suddenly go to elective replacement indicator (ER) and not last for another five years. The device remains in use. No patient complications have been reported as a result of this event. It was also reported that the patient was seen in clinic and was not feeling well. There was no telemetry from the device. The device had reached elective replacement indicator. The device was explanted and replaced.

Event description:
It was reported that the caller is concerned the device would not last for another five years based on what happened to three previous patients. The device remains in use. No patient complicaitons have been reported as a result of this event.